Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The customer reported that the system had geometry errors. No further information regarding the issue has been provided. No service has been performed by philips as the case was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform geometry movements of the system. No harm has been reported to philips. Philips has started an investigation of this complaint.